Manufacturer narrative:
(B)(4). Additional details are expected, this report will be updated upon receipt of additional information.

Manufacturer narrative:
(B)(4). No further information regarding a revision procedure has been provided to a boston scientific representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms. The physician has decided to perform a revision procedure in the near future. No adverse patient effects were reported.